Event description:
Husband of home pt (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after several reprime attempts. Per spouse, there was no pt injury or medical intervention as a result of incident.